Manufacturer narrative:
(B)(4). Distal to stent. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: treating more than one lesion in the same coronary artery with these stents, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents.

Event description:
It was reported that the lesion was located in a heavily tortuous, heavily calcified distal right coronary artery (rca), that was 90% stenosed . A 3.25x18 mm xience xpedition was successfully implanted in the proximal part of the lesion. The 3.0x12 mm xience xpedition stent delivery system (sds) was then advanced distally; however, the sds encountered resistance with the anatomy and the previously implanted stent. On angiography, the distal stent struts of the 3.0x12 mm xience xpedition were found to be flared. The sds was pulled back and the proximal stent struts became flared because of the tortuous and calcified area in the proximal to mid rca. The sds was able to be removed from the anatomy; however, in the process, the stent implant became dislodged in the radial artery. The dislodged stent was compressed to the vessel wall by the physician with his fingers and then hemostasis was achieved. If there are any patient effects from this stent in the future the stent will be removed at that time via surgery. No further intervention was performed. The patient was discharged from the hospital on 02/24/2014. No additional information was provided.